Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported ultra sounds makes noise during use/poor image quality. Rain on the bottom of the image.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of ultra sounds makes noise during use/poor image quality. Rain on the bottom of the image was unconfirmed. The image of the customer was compared with a bench test unit and no differences observed. The root cause is could not be confirmed therefore there is no root cause.

Event description:
It was reported ultra sounds makes noise during use/poor image quality. Rain on the bottom of the image.